Event description:
Patient reported right side rupture. Additional report of "the glandular parenchyma is dense and heterogeneous, delimiting one or dispersed microcalcification" and "presence of liquid surrounding the prostheses and inside this liquid it is possible to recognize small lobular silicone foci, dispersed, compatible with extra-capsular rupture." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.